Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Reportedly, only 7 ml of fluids was able to be withdrawn.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Reportedly, only 7ml of fluids was able to be withdrawn.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.